Event description:
Resident was being transferred to wheelchair. Calf of right leg rec'd laceration while being transferred. The part of the wheelchair that the footrests attach to come in contact with resident's skin. Suggest that this metal piece be changed in design to prevent skin tears or bruising. Laceration obtained was 4 cm triangle 1 cm deep. The leg rests were off the chair at the time of the incident. Vender notified by director of health care via phone at the time of incident. Similar incident with less severe injury preceded this one. Wheelchair modification by supplier 8/98.